Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has noticed a shadow in her vision and double vision when looking at the computer and reading. She reported her distance vision is fine without glasses. The consumer reported she has purchased four pairs of glasses and prism for glasses. The consumer stated she did not have double vision prior to surgery. An MRI has been performed and the results were normal. The consumer is seeking a second opinion. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).